Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The burned tissue adhered on the distal end of the subject device. After removing the tissue, the subject device worked. There were no defects on the subject device. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes: since the burned tissue adhered, the conductivity was decreased; the contact condition between the patient and the patient plate was bad; the subject device was not connected to the cord or the cord was not connected to the power supply correctly; the target area was immersed in blood; the target area was immersed in water. The instruction manual of the device has already warned as follows: *pulling the tissue when applying the current...

Event description:
During an unspecified procedure, two devices were failed. In the procedure, the doctor used two devices for hemostasis, but they could not stop bleeding. The intended procedure was completed with third device. There was no patient injury reported. This is the second one of two reports regarding the failure of stopping bleeding.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".